Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 570.6500. The tech recommended replacing the etco2 and the keypad assembly. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8300 error 570.6500. Technical support- 1. Check harness to oridion module and reseat harness 2. Replace etco2 board 3. Send in to factory for repair. Recommended reconnect/reseat oridion module harnesses. Ben will reconnect/reseat oridion module harnesses. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 07dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 570.6500. The tech recommended replacing the etco2 and the keypad assembly. There was no patient involvement.